Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("pregnancy (no complications)"), genital haemorrhage ("abnormal and heavy bleeding") and urinary tract infection ("uti") in a female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), abdominal distension ("bloating"), alopecia ("hair loss"), memory impairment ("memory issue") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (vaginal hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, urinary tract infection, abdominal distension, alopecia and memory impairment outcome was unknown and the back pain had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, back pain, genital haemorrhage, memory impairment, pelvic pain, pregnancy with contraceptive device and urinary tract infection to be related to essure. Diagnostic results: on (B)(6) 2011: hysterosalpingogram - confirmed satisfactory placement of both essure coil and full occlusion of both tubes.essure confirmation test-total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient dempgraphic added. Product lot number added. The following events were provided: pregnancy, urinary tract infection, lower back pain incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("pregnancy (no complications)"), genital haemorrhage ("abnormal and heavy bleeding") and urinary tract infection ("uti") in a female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 4, menorrhagia and dysmenorrhea. Concurrent conditions included uterine leiomyoma and adhesion. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), abdominal distension ("bloating"), alopecia ("hair loss"), memory impairment ("memory issue") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (vaginal hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, urinary tract infection, abdominal distension, alopecia and memory impairment outcome was unknown and the back pain had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, back pain, genital haemorrhage, memory impairment, pelvic pain, pregnancy with contraceptive device and urinary tract infection to be related to essure. Diagnostic results: on (B)(6) 2011: hysterosalpingogram - confirmed satisfactory placement of both essure coil and full occlusion of both tubes. Essure confirmation test-total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of product technical complaint incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), pregnancy with contraceptive device ('pregnancy (no complications)'), genital haemorrhage ('abnormal and heavy bleeding') and urinary tract infection ('uti') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 4, menorrhagia and dysmenorrhea. *on (B)(6) 2011: hysterosalpingogram - confirmed satisfactory placement of both essure coil and full occlusion of both tubes.essure confirmation test-total bilateral occlusion. Concurrent conditions included uterine leiomyoma and adhesion. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), abdominal distension ("bloating"), alopecia ("hair loss"), memory impairment ("memory issue"), back pain ("lower back pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, urinary tract infection, abdominal distension, alopecia, memory impairment, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, back pain, dysmenorrhoea, genital haemorrhage, memory impairment, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-dec-2019: events, vaginal bleeding, menorrhagia, and dysmenorrhoea has been added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal and heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), alopecia ("hair loss") and memory impairment ("memory issue"). The patient was treated with surgery (vaginal hysterectomy on (B)(6) 2014 ). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, alopecia and memory impairment outcome was unknown. The reporter considered abdominal distension, alopecia, genital haemorrhage, memory impairment and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2011: hysterosalpingogram - confirmed satisfactory placement of both essure coil and full occlusion of both tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.